Event description:
The patient reported experiencing persistent hyperglycemia after an unspecified duration of pod wear. She further stated that her blood glucose values were routinely in the 200 mg/dl range; however, she did not provide specific glucose values associated with the reported hyperglycemia episode. The patient sought medical attention for elevated blood glucose levels and was diagnosed with diabetic ketoacidosis. Treatment reportedly included intravenous fluids and insulin therapy. Specific dates related to the medical visit, length of hospital stay, and discharge date were unavailable because the patient could not recall these details. It was further noted that on multiple occasions the patient observed insulin pooling under the skin upon removal of pods, noting a raised bump at the cannula site. She reported no associated redness, swelling, or visible abnormalities of the cannula. She stated that there were no issues with the pods other than the reported insulin pooling under the skin, but she felt as though her blood glucose levels were always high while on omnipod therapy. The patient later discontinued use of omnipod 5 and transitioned to an alternative insulin pump system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.7 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.